Event description:
The customer reported initially that she needed assistance in programming the insulin pump. Troubleshooting was done. Customer's blood glucose was 102 mg/dl. The customer was given information on what to do regarding programming the insulin pump. Customer called back and that the insulin pump had blank display after she put in new battery. Troubleshooting was done. Customer's blood glucose was 96 mg/dl. The customer was assisted to perform self test and test passed. Advised the customer that battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.